Event description:
It was reported portions of a screwdriver tip were broken. The broken tip was discovered during a routine inspection of field equipment and there was no report of operative or patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed because no lot number was provided. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.